Event description:
It was reported that pre-op, the 7mm emg tube had cuff leakage, the anesthesia gas was used to inflate the cuff. The prass probe had poor wire contact, the stim return, located under the stimulus setting on the monitor, showed 0, which would indicate that no current was being delivered. The issue resolved by troubleshooting. The 8 mm emg tube missing return electrode from the package. There is no patient involved in this event.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis found that visually, there was no damage in the cuff balloon observed by the unaided eye. Functionally, a syringe was used to inflate the cuff with 20cc of air and there were no issues during inflation. The cuff was re-inflated and deflated multiple times and no leaks or blockages were observed. The pilot balloon inflated properly as intended and pressure was applied to the cuff and no leaks were observed. For further analysis, a leak test was performed by submerging the entire device in water and no bubbles (leaks) were observed. In the returned condition, there was no out of specification condition that was related to the complaint. H6: initially submitted codes fdm b21, fdr c21, fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.